Event description:
It was reported that the epg (external pulse generator) stopped for about 20 seconds while pacing the patient in vvi mode, and the pacing mode changed from vvi to doo. Additional information was later received reporting there was loss of power right after the battery was removed. The patient felt a little dizziness for a moment, but there were no other health problems or patient complications reported as a result of this event. The patient recovered soon after.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the epg (external pulse generator) stopped for about 20 seconds while pacing the patient in vvi mode, and the pacing mode changed from vvi to doo. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was noted that the pad on the heart lead flex was torn from the flex and the output connection to the heart lead flex was damaged.